Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that a declot procedure was being performed on a patient with a heavily clotted graft. After several passes they noticed the orange inner lumen broke. As a result, a second kit was opened. There were no sharp angles encountered. There was no delay in treatment, no patient death and no patient complications reported. The patient outcome was fine. Reference MDR #2242445-2011-00008 for the second event involving the same patient.